Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee artery. A 3.00mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon the first inflation, it was noted that the balloon ruptured at nominal pressure within 30 seconds. The balloon was removed using the normal method without any problem. The procedure was completed with another of the same device. No patient injury was reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).